Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter and freestyle strips were reviewed and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed in specification and passed. The useful life of the freestyle lite meter is 5 years. As the manufacturing date of this product is 18 jun 2007, it has been in distribution beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required for the lite meter. A tripped trend review was completed for the reported complaint and freestyle test strips. No trips were observed during the review period. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Model no was incorrectly documented in the initial report. Has been updated.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter while using test strip lot 1701018. Customer reported receiving readings of 347 mg/dl, 52 mg/dl, 150 mg/dl and 210 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter while using test strip lot 1701018. Customer reported receiving readings of 347 mg/dl, 52 mg/dl, 150 mg/dl and 210 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.